Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and perforation ("organ perforation") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abortion spontaneous, multigravida, hiatal hernia, gastritis, esophagitis, back pain, lower abdominal pain, thyroidectomy, umbilical hernia, hypothyroidism and fibromyalgia. Concomitant products included diazepam and naproxen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3901 days after essure insertion, she experienced allergy to metals ("nickel sensitisation by the allergy service").an unknown time later she experienced pelvic pain (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), fibromyalgia ("fibromyalgia"), dyspepsia ("dyspepsia (helicobacter pylori +),"), depression ("depression"), fatigue ("chronic fatigue"), arthralgia ("hip pain"), pain ("generalised pain"), headache ("headaches"), nausea ("nausea"), oropharyngeal pain ("sore throat"), dyspnoea ("dyspnoea"), amenorrhoea ("amenorrhea"), abdominal pain ("abdominal pain"), thyroid mass ("throoid nodule"), erosive oesophagitis ("erosive esophagitis"), chronic gastritis ("chronic atrophic gastritis") and hiatus hernia ("hiatal hernia"). The patient was treated with levothyroxine, paracetamol, zolpidem and hidroferol (calcifediol) as well as surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved. The outcomes for perforation, genital haemorrhage, hypersensitivity, fibromyalgia, dyspepsia, depression, fatigue, arthralgia, pain, headache, nausea, oropharyngeal pain, allergy to metals, amenorrhoea, abdominal pain, thyroid mass, erosive oesophagitis and chronic gastritis were unknown. No causality assessment was received for essure with regard to genital haemorrhage, swelling, hypersensitivity, pelvic pain, perforation, fibromyalgia, dyspepsia, depression, fatigue, arthralgia, pain, headache, nausea, oropharyngeal pain, dyspnoea, allergy to metals, amenorrhoea, abdominal pain, thyroid mass, erosive oesophagitis, chronic gastritis or hiatus hernia. The reporter commented: underwent another intervention for the removal of essure on (B)(6) 2019. (B)(6) 2019 bilateral salpingectomy performed on both uterine tubes and removal of both essure devices. Absence of essure fragments in uterine horns was verified. After the removal, it turns out that has undergone mutilation of her organs, as her fallopian tubes have been removed, and she suffers from the symptoms mentioned above. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: identification of ¿a dense structure that, although it did not present metallic density, could not be ruled out that it corresponded to a remnant of the essure device.¿ the patient stated, as recorded in the progress note, that she desired intervention to completely remove remnants of the device. [Ultrasound scan] on (B)(6) 2020: structures of metal density adjacent to the uterine body are identified, which may correspond to the essure device. [Ultrasound scan vagina] on (B)(6) 2018: essure devices in normal position. Regular uterus. No adnexal pathology detected. [X-ray] on (B)(6) 2019: to verify that no remnants of essure were visualized in the cornual region of the uterus.; on (B)(6) 2019: impression of two points of calcium density at the pelvic level. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and perforation ("organ perforation") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of habitual abortion (spontaneous), multigravida, hiatal hernia, gastritis, esophagitis, back pain, lower abdominal pain, thyroidectomy, umbilical hernia, hypothyroidism and fibromyalgia. Concomitant products included diazepam and naproxen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3901 days after essure insertion, she experienced allergy to metals ("nickel sensitisation by the allergy service"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), fibromyalgia ("fibromyalgia"), dyspepsia ("dyspepsia (helicobacter pylori +),"), depression ("depression"), fatigue ("chronic fatigue"), arthralgia ("hip pain"), pain ("generalised pain"), headache ("headaches"), nausea ("nausea"), oropharyngeal pain ("sore throat"), dyspnoea ("dyspnoea"), amenorrhoea ("amenorrhea"), abdominal pain ("abdominal pain"), thyroid mass ("throoid nodule"), erosive oesophagitis ("erosive esophagitis"), chronic gastritis ("chronic atrophic gastritis") and hiatus hernia ("hiatal hernia"). The patient was treated with levothyroxine, paracetamol, zolpidem and hidroferol (calcifediol) as well as surgery (bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for perforation, genital haemorrhage, swelling, hypersensitivity, fibromyalgia, dyspepsia, depression, fatigue, arthralgia, pain, headache, nausea, oropharyngeal pain, allergy to metals, amenorrhoea, abdominal pain, thyroid mass, erosive oesophagitis and chronic gastritis were unknown. No causality assessment was received for essure with regard to genital haemorrhage, swelling, hypersensitivity, pelvic pain, perforation, fibromyalgia, dyspepsia, depression, fatigue, arthralgia, pain, headache, nausea, oropharyngeal pain, dyspnoea, allergy to metals, amenorrhoea, abdominal pain, thyroid mass, erosive oesophagitis, chronic gastritis or hiatus hernia. The reporter commented: underwent another intervention for the removal of essure on (B)(6) 2019. On (B)(6) 2019 bilateral salpingectomy performed on both uterine tubes and removal of both essure devices. Absence of essure fragments in uterine horns was verified. After the removal, it turns out that has undergone mutilation of her organs, as her fallopian tubes have been removed, and she suffers from the symptoms mentioned above. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: identification of "a dense structure that, although it did not present metallic density, could not be ruled out that it corresponded to a remnant of the essure device." The patient stated, as recorded in the progress note, that she desired intervention to completely remove remnants of the device. [Ultrasound scan] on (B)(6) 2020: structures of metal density adjacent to the uterine body are identified, which may correspond to the essure device. [Ultrasound scan vagina] on (B)(6) 2018: essure devices in normal position. Regular uterus. No adnexal pathology detected. [X-ray] on (B)(6) 2019: to verify that no remnants of essure were visualized in the cornual region of the uterus. On (B)(6) 2019: impression of two points of calcium density at the pelvic level. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.